Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button error alarm or frozen screen due to the blank display. No alarm tone was noted.

Event description:
The customer called to report a frozen screen, buttons not responding and a constant tone. The customer stated that the insulin pump had been previously exposed to moisture.